Event description:
It was reported that the right ventricular lead exhibited noise and the patient experienced muscle stimulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.